Event description:
It was reported that the pt received a allofit generic, cerasul head and cerasul generic (exact device names not reported) on (B)(6) 1999. Since (B)(6) 2013, the pt has been suffering from unspecified pain in the groin. Noises were heard during movement. X-ray was taken but it did not reveal abnormalities at that time. On (B)(6) 2013, the pt underwent revision surgery due to breakage and dislocation.

Manufacturer narrative:
At the time of this report, zimmer (B)(4) is still awaiting for the affected device to be returned for investigation. The lot numbers were not received hence the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided but once more info is received so an assessment can be made, an updated report will be submitted. (B)(4).